Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholectomy, the bag of the device was completely detached from the ring. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The specimen pouch had completely and properly separated from the ring as can be observed from the remnants on the ring. The specimen pouch was not returned. The plunger and metal ring advanced and retracted properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. However, a probable cause could be attributed to premature retraction, where the plunger is retracted after bag deployment before the bag is completely cinched by pulling the green ring. Without the specimen pouch, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.